Manufacturer narrative:
Evaluation summary: the hawkone was returned with a cutter driver attached. No other ancillary devices were included. Visual inspection: the hawkone was inspected and observed the torque shaft showed an approximate 90-degree bend beneath the strain relief. The thumb switch was advanced and the cutter was located approximately 2.2 cm distal the cutter window. Biological debris was observed within the cutter housing. No damage to the distal assembly was observed. Functional testing: the cutter driver was activated and pulled the thumb switch back. The cutter retracted and biological debris was noted behind the cutter. The thumb switch was advanced and the cutter advanced to approximately 1.4cm distal the cutter window until resistance was encountered. The distal flush tool was placed over the distal assembly and the housing was flushed with water. The thumb switch was retracted and advanced and the cutter advanced approximately 2.4cm. Under microscope biological debris was observed at the distal edge of the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a hawkone with a 6fr terumo sheath & 3mm spider to treat a severely calcified lesion with little tortuosity and 99% stenosis in the mid left popliteal artery as per the IFU. No patient abnormalities were reported. The vessel was pre and post dilated. It was reported that after performing 3 passes the thumb switch would not fully move to off position and therefore was unable to pack tissue. The hawkone was removed from the patient with the cutter blade inside the housing, once removed further attempts to turn the device to the off position were unsuccessful, no visible damage to the cutter reported. A new device was opened to finish the procedure with no issues noted. At the end of procedure, further attempts did get the thumb switch to finally go to full off position. No patient injury reported.